Manufacturer narrative:
Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01162, and 3007042319-2015-01163 ) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01162) submitted for devices related to the same event. Device has not been received.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced 2 batteries with power switching on the controller although the charge was over 25% capacity, there were no alarms triggered. The batteries were exchanged with no reported consequence or impact to the patient. No additional information was provided. This is report 2 of 2.